Event description:
The customer reported that on (B)(6) 2011 erroneous low platelet (plt), red blood count (rbc) and hematocrit (hct) results (and indices) as well as an erroneously elevated mean corpuscular volume (mcv) result were generated on an coulter ac't diff analyzer for one patient sample. The initial erroneous results were accompanied by instrument generated messages. Repeat rbc, plt and hct results were generated with no instrument flagging. The repeat results were released from the laboratory. The hct result was questioned by the physician as it did not match the patient's clinical picture. The sample was retested a second time on the same instrument with results that were believable, possessed no instrument flagging, and matched the first repeat results. The patient was sent to have a blood redraw based upon these results however the patient elected not undergo the additional blood draw procedure. Although erroneous results were released from the laboratory there was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) reviewed suspect sample results with customer. The system's performance was verified. A definitive root cause for this event is unknown at this time.